Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) displayed "system error, out of service, revert to manual CPR" error message was confirmed during both archive data review and functional testing. A review of the archive data log file indicated the occurrence of system error - 139 (unable to hold compression position). The root cause of the system error was due to the brake gap being out of specification (too wide), possibly attributed to wear and tear. During visual inspection, the brake gap was observed to be out of specification, related to the reported complaint. Archive data review showed the occurrence of system error - 139 (unable to hold compression position), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the system error displayed upon powering up, thus, confirming the customer's reported complaint. The brake gap was adjusted to be within specification to remedy the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn: (B)(6).

Event description:
Business partner reported that during shift check, the autopulse platform (sn: (B)(6) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.